Event description:
It was reported the pt was in a car and hit her head due to a sharp turn on (B)(6) 2014. The pt came in for the post-op programming session but effective stimulation could not be achieved. A system diagnostics revealed high impedances. X-rays confirmed the pt's scs lead was no longer in the epidural space. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.